Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. One controller ((B)(4)) and five batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation of controller ((B)(4)) confirmed that the associated device met all requirements for release. The controller passed functional testing. The reported event was confirmed via review of the controller log files, which revealed a "controller fault" alarm on the date of the reported event. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller faults of this type are caused by a leaky diode and are highly intermittent. The most likely root cause of the reported event is a faulty diode. Analysis of the batteries revealed that the batteries met specifications; all the batteries passed visual inspection and functional testing. The reported premature power switching event could not be confirmed. The device is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power source switching are most often attributed to a communication anomaly between the battery and controller. A possible root cause is a communication error between the controller and batteries. There are no known clinical factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.

Event description:
The patient reported that he had a controller fault alarm. When he came to hospital for the exchange, he also reported that his controller was changing power sources earlier than expected. The facility exchanged the patient's controller and all the batteries. There was no reported patient injury as a result of this event. The controller and batteries were returned to the manufacturer for evaluation.